Event description:
A report was received that the pt's ipg pocket site felt hot and sore. The physician stated that the pocket site is not infected and seems fine and prescribed a pain reliever patch.

Manufacturer narrative:
This is the final report.